Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer states that a physician has questioned one patient's architect stat troponin-I assay results as being false positive results. Over the past two years the patient has been tested several times and has generated results in the range of 0.04 to 0.07 ug/l (the lab's reference value is <0.2 ug/l; myocardial infarct at 0.030 ug/l). The most recent sample was sent to a reference lab and generated a result of <0.03 ug/l (reference lab cut-off is <0.03 ug/l; myocardial infarct at 0.11 ug/l). The customer then tested the current serum sample and generated architect stat troponin-I results of 0.024 and 0.023 ug/l. A plasma sample (lithium heparin) was also tested and generated results of 0.053 and 0.042 ug/l. The customer is now questioning the difference in values between the serum and plasma samples. The customer verified that the patient has not been treated as a result of the elevated architect results. There is no impact to patient management reported.